Manufacturer narrative:
Product complaint # ==> (B)(4) 3226 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d4 (expiration date), d6a, h6 (impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1, h6 (clinical code).

Event description:
Additional information received indicated that there was a surgical delay while trying to locate all the pieces of the head. The ceramic liner was severely worn and chipped away by the failed implant. The thread of the extraction instrument was introduced into the stem, and then hammer strikes on the instrument caused the threaded end to snap off, and be left inside the stem. Affected side was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. Femoral head can be observed fractured into several pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the femoral head is part of shop order 7010924944. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head fracture revised, ceramic liner also damaged. Corail extraction device damaged upon extraction, snapped in the stem. Dor: (B)(6) 2021.